Event description:
It was reported by the affiliate that the (1) et45g was used during a video assisted thoracic surgery. It was reported that the closing lever was broken. The case was completed with another device and there was no consequence to the patient.